Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: based on the description, the device is believed to be a kcfw-5.0-18/38-90-rb-anl1-hc (g29988) or kcfw-5.0-18/38-90-rb-anl0-hc (g48189). D9, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon completion of a right lower extremity angiogram with angioplasty of the tibial artery, an unspecified 5-french, ninety-centimeter flexor ansel guiding sheath unraveled upon removal of the device from the patient. Per the reporter, the sheath began to unravel closer to the hub. The groin was reportedly very scarred, and the dilator was not in place upon attempted removal of the sheath. A cut-down was performed to retrieve the introducer and repair the artery. Photos provided by the customer show that the sheath unraveled and separated. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, d10, h6 (annex e). D9, h3 = device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23jul2025. Access was obtained in the left common femoral artery, which was not significantly stenosed or calcified; however, significant scar tissue was present in the soft tissues superficial to the artery from prior access. A contralateral approach was used. The aortic bifurcation was not remarkably steep and had ¿little to no¿ calcification. Other manufacturers¿ wires and balloon catheters were used through the sheath during the procedure. Although the user is not certain, the user believes that another manufacturer¿s 0.014-inch, 300-centimeter wire was in the sheath at the time of the event, as the user was working in the distal tibialis. ¿fairly significant¿ resistance was encountered during insertion and removal of all devices inserted during the case, due to the significant scar tissue superficial to the artery at the access point. The user does not remember if the resistance encountered with the complaint device was greater than other devices inserted during the procedure. A 0.014-inch wire and 2-millimeter balloon, which had been retracted back into the sheath prior to attempted removal, were in the sheath at the time of separation. Approximately 15-centimeters of the distal aspect of the sheath initially remained in the artery after the sheath separated; however, it was removed via a cut-down of the artery prior to completion of the case. The user does not believe that the patient experienced any adverse effects due to the event.

Manufacturer narrative:
Summary of event: as reported, upon completion of a right lower extremity angiogram with angioplasty of the tibial artery, an unspecified 5-french, ninety-centimeter flexor ansel guiding sheath unraveled upon removal of the device from the patient. Per the reporter, the sheath began to unravel closer to the hub. The groin was reportedly very scarred, and the dilator was not in place upon attempted removal of the sheath. A cut-down was performed to retrieve the introducer and repair the artery. Photos provided by the customer show that the sheath unraveled and separated. Additional information was received 23jul2025. Access was obtained in the left common femoral artery, which was not significantly stenosed or calcified; however, significant scar tissue was present in the soft tissues superficial to the artery from prior access. A contralateral approach was used. The aortic bifurcation was not remarkably steep and had ¿little to no¿ calcification. Other manufacturers¿ wires and balloon catheters were used through the sheath during the procedure. Although the user is not certain, the user believes that another manufacturer¿s 0.014-inch, 300-centimeter wire was in the sheath at the time of the event, as the user was working in the distal tibialis. ¿fairly significant¿ resistance was encountered during insertion and removal of all devices inserted during the case, due to the significant scar tissue superficial to the artery at the access point. The user does not remember if the resistance encountered with the complaint device was greater than other devices inserted during the procedure. A 0.014-inch wire and 2-millimeter balloon, which had been retracted back into the sheath prior to attempted removal, were in the sheath at the time of separation. Approximately 15-centimeters of the distal aspect of the sheath initially remained in the artery after the sheath separated; however, it was removed via a cut-down of the artery prior to completion of the case. The user does not believe that the patient experienced any adverse effects due to the event. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided by the customer. The photos show that the sheath unraveled and separated. The customer did not provide the lot number to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also cautions that all interventional or diagnostic instruments used with the sheath should move freely through the valve and sheath to avoid damage. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and inspection of customer provided photos suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The groin was reportedly very scarred, and ¿fairly significant¿ resistance was encountered during insertion and removal of all devices inserted during the case, due to the significant scar tissue. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.